Event description:
It was reported that an asymptomatic patient presented in-clinic for routine follow-up. Episodes of non-sustained rv oversensing due to low amplitude noise was noted via egm. The noise was not reproducible in-clinic. Varying pacing lead impedance and capture threshold were also observed. Device reprogramming and lead testing were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.